Manufacturer narrative:
On 03-dec-2020, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual evaluation, anomalies were observed on the anterior view of the device consistent with a crease/fold. Additionally, a tear measuring approximately 3.6 cm was observed in the posterior aspect. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual evaluation, anomalies on the anterior view were observed on the device consistent with a crease/fold. A tear measuring approximately 3.6 cm was also observed in the posterior aspect. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing, and couldn¿t identify a conclusion due to the specific nature of this rupture. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast. In addition, the patient¿s right breast prosthesis ruptured sometime after implantation. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2020.